Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the jaws would not open and could not be removed from the tissue. The procedure was converted to an open thoracotomy.